Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio determined that the cause of the reported issue was due to a worn battery pin contact grommet which caused a loose battery pin connection. The rear enclosure and battery power cable assembly were replaced and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was removed from service with a note stating "out of service". No other information was provided by the customer. Upon evaluation of the customer¿s device, physio-control was informed by the customer that the device had powered off by itself. There was no patient use reported for this event. Physio-control made multiple attempts to contact the customer in order to obtain additional information about the event, but has been unsuccessful.